Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow-up, loss of capture and increased capture threshold was observed on the left ventricular (lv) lead. The device was reprogrammed to resolve the lv lead loss of capture. The patient was stable with no adverse consequences.